Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated the insulin pump had quit working, quit delivering insulin and customer reverted back to insulin injection. Customer stated that they stopped wearing the insulin pump and took insulin injections because of high blood glucose level. Customer alleged that the insulin pump was under delivering insulin because they had elevated blood level and could not bring it down. Customer was blousing to treat high blood glucose level prior to the event. Customer treated high blood glucose level with manual injections. The customer experienced the symptom such as nausea. Customer¿s current blood glucose level was 82 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged high bg found on nov 24, 2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.